Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was spinal pain. The patient¿s friend/family member reported that they were considering discontinuing the therapy and they were currently decreasing the medication. Per the reporter, the doctor said they remove the pump but typically leave the tip of the catheter in the body. The reporter was wondering if that was normal stating that since implant the patient had had a lot of pain on the right side which he had never had until implant. The reporter stated that they thought that because of the bupivacaine in the pump, the patient had not been feeling the pain on the right side but since they were decreasing the medication, the pain in the right side was coming back. Per the reporter, they think the catheter may be on a nerve which was causing the pain. The reporter also stated that due to the increase in out of pocket cost to have the pump filled they could no longer afford the therapy. Additional information was received on (B)(6) 2022 from the initial reporter who stated that they believe the catheter may be "laying or pinching on his nerves" as the patient would sometimes feel a "shot of pain down his leg" and since they had started weaning him down, the patient seemed to be getting the shocks more often. Per the reporter, the patient had also been feeling the ¿withdrawal hitting in¿ and some pain and weakness since they had been weaning him down. Additional information was received from a consumer (con) who reported the patient had a catheter dye study done and discovered there was a nonfunctioning catheter. They were unsure where the medication was going, and they don't think the catheter was attached to the intrathecal space anymore. It was reported the catheter will be replaced. They were unsure if the patient was going through withdrawals or overmedicated. The patient was initially going to get rid of the pump and was titrating down, but discovered the pump was helping the patient more than they realize, so they found a doctor that the patient will work with to keep the pump. The patient was concerned about how urgent the catheter issue was and needed to be addressed, they were redirected to their healthcare provider.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jul-2021, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 21-may-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.